Event description:
A nurse reported to baxter an issue of damaged uv flash transfer set found during use. The nurse stated that the spike was bent due to an error (188-90) on the clean flash. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information received: the reported issue of damaged set was confirmed. During sample evaluation, the lab found that the tip of the spike was bent inward.

Manufacturer narrative:
(B)(4). The cause was undetermined.